Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), when patient was received from cath lab post angiogram with iabp unit is alarming 15 minute backup power. The unit was swapped out. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(state: (B)(6) and postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.